Event description:
Customer reported via phone, the insulin pump kept alarming and he was getting high. He changed the battery and the device alarmed battery out limit and is unable to clear it due the buttons are unresponsive. Customer's blood glucose was 82 mg/dl. Customer it rained outside, possibly humid, and he was in the garage. Customer didn't recall any significant event which may have cause the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. The pump had normal operating currents. The pump was monitored, and no battery out limit or failed battery test alarms occurred during testing. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.